Manufacturer narrative:
Manufacturing site: asahi intecc hanoi co., ltd. (B)(4). The subject guide wire was inserted in the concomitant microcatheter when those were returned for evaluation. Approximately 110mm of the distal wire segment was out of the catheter tip and the guide wire was caught by the snare. Microscopic observation of the catheter tip found that the tip was severely twisted and deformed. Distal to the deformed tip, coil wire of the guide wire was found fractured and gathered towards the wire tip exposing the core wire beneath. Coils of the distal wire segment were found disarranged due to accumulated torsion. Lot history review revealed no anomaly relating to the reported event and no other similar product experience report was received. Based on the obtained information and investigation outcome, it was presumed that the guide wire was being trapped between the vessel wall and the deployed stent due to vessel condition; torsion that applied upon wire removal caused the coils to become disarranged; disarranged coils negatively affected sliding ability between the catheter lumen and the guide wire and contributed to deformation of the catheter tip; deformed catheter tip caught the guide wire inside; and eventually, additional torsion accumulated on the guide wire caused the coil wire to become fractured. Although this event was not related to the device's product quality, snaring of the stuck devices was considered additional intervention. The coil wire was severely damaged so that a possibility that wire fragment being left inside the anatomy could not be completely ruled out. Instructions for use states: [warnings] if resistance is felt between this guide wire and the other interventional devices while operating this guide wire in the blood vessel, avoid applying excessive force. When abnormal resistance is felt, remove the entire system from the patient's body and determine the cause. Otherwise, the guide wire may break or be damaged and may cause injury to the blood vessel or leave fragments inside the vessel; [warnings] when torquing this guide wire inside the blood vessel, do not torque continuously in the same direction. This may cause the guide wire to become damaged or break apart, causing injury to the blood vessel or leaving fragments inside the vessel. When torquing the guide wire, rotate it clockwise and counterclockwise alternately. Do not exceed two rotations (720?¿) in the same direction; and, [malfunction and adverse effects] removal difficulty of guide wire, and separation or breakage of the guide wire.

Event description:
It was reported that an unspecified guide wire that was used as a buddy wire (later turned out to be an asahi guide wire when it was returned to the manufacturer) became stuck in a concomitant asahi microcatheter during a pci to treat a moderately calcified 90-99% stenosis in the left main to the lad #6. After a des was deployed, the microcatheter became stuck on the guide wire and could not be removed. A gooseneck snare was used and both microcatheter and guide wire were successfully removed. Ivus confirmed that there were no fragments left in the artery. Expansion of the deployed stent was also confirmed. The pci was completed with reestablished blood flow. Reportedly, the patient was fine without problem after the pci.

Manufacturer narrative:
Asahi intecc has determined that the date recorded in block b4 "date of this report" was erroneously reported as the date the report was submitted rather than the date the initial reporter provided the information about the event to the company. Corrective action has been taken to clarify which date should be provided in the report. This supplemental report is intended only to correct the date provided in block b4 to reflect the date the initial reporter provided the information about the event to the company.